Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient reported spring detached from outer ring of inserter prior to insertion event occurred on (B)(6) 2026. This event led to high blood glucose level and managed with correction bolus via pump and mdi (multiple daily injection).